Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that one device was returned with the anvil closed. A cartridge was rec'd loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged behind the knife preventing it to return completely and not permitting the anvil to open. Metal objects should be avoided as they can cause mechanical failures. As stated in the IFU: "caution: when placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws." The release lever was pulled hard and the knife returned to the home position allowing the device to open. The device was tested for functionality with a test cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device was opened and closed without any difficulties. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a vats procedure, after firing, the jaw did not open. There was no pt consequence.